Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed due to the defective t-card. The field service engineer replaced the t-card and reseated the row-board cable connections on both drawer boards to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system drawers 3.1 & 3.2 were not detected on bus and this issue reoccurred on this device. The customer was able to retrieve the needed medication from pharmacy, causing a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system drawers 3.1 & 3.2 were not detected on bus and this issue was reoccured on this device. The customer confirmed there was no delay as they were able to retrieve the needed medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to the defective t-card. The field service engineer replaced the t-card and reseated the row-board cable connections on both drawer boards to resolve. The system functioned as intended.